Manufacturer narrative:
Physio-control evaluated the customer's device and confirmed that the event code was logged in the device's memory; however, the issue could not be duplicated during testing. Physio replaced the device's therapy pcb assembly as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device physio-control observed an event code logged in the device's memory. The event code logged in the device's memory may be associated with a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. This would result in a monophasic shock being delivered.